Manufacturer narrative:
This report is for an unknown cage/ spacers/ unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 a posterior spinal revision surgery was performed due to prominent hardware. The prominent hardware was the distal right end of a right proximal parallel spacer which is attached by a cable tie. It is possible that as the patient grew, the sagittal contour of the rod was no longer consistent with patient shape, explaining how the distal end of rod became prominent. As mismatch between the rods became evident, the parallel spacer rotated thus pushing the cable tie more prominent at t9. Findings once the patient's back was exposed included no hardware failure and minimal metallosis. Treatment included in situ rod bending upstream and downstream from t9. This resolved both prominence. No implant revision was required. This report is for one (1) unknown cage/ spacers. This is report 3 of 4 for (B)(4).